Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What tissue was the 2-0 vicryl plus suture used on? Can you confirm that 2 of the vicryl plus 2-0 sutures were used? What tissue was the 0 vicryl plus suture used on? Can you confirm that 2 of the vicryl plus 0 sutures were used? What tissue was the spiral sxmd2b406 suture used on? What was the condition of the tissue where suture was used (normal, diseased, weakened)? Did the patient have any other areas of infection prior to the procedure? Do you have any samples of any products to return for evaluation? Product code and lot number of dermabond used please provide photos how the device was used (what layer of tissue and how many layers applied)? What prep was used prior to, during or after dermabond use? Was a dressing placed over the incision? If so, what type of cover dressing used? What is the physicians opinion of the contributing factors to the infection? What is the most current patient status? Patient pre-existing medical conditions (ie. History of infection).

Event description:
It was reported in a clinical study that a patient underwent a right knee arthroplasty procedure on (B)(6) 2017 and topical skin adhesive was used. No anomalies occurred during the surgery. Post operatively, on (B)(6) 2017, it was noted that the patient had an infection on the wound. The patient experienced pain. The patient was treated with clindamycin and levofloxacin. The fluid was cultured and staphylococcus aureus was observed. The patient was treated with vancomycin. The patient was under monitoring at the hospital. The surgeon opines that the event may be related to the products. Additional information has been requested.

Manufacturer narrative:
(B)(4). Additional events were reported for hypoproteinemia with onset date of (B)(6) 2018 which is possible related to the study procedure and resolved on (B)(6) 2017. The patient event of hypoalbuminemia is possibly related to the procedure and is still ongoing. The patient event of contagious eczema rash is possibly related to the procedure and is still ongoing. The patient event reported for fever with onset date (B)(6) 2017 was treated with drugs and discontinued suspect related drugs. The fever was possibly related to the study device and possibly related to the study procedure and has resolved as of (B)(6) 2017

Manufacturer narrative:
Pc-(B)(4). Date sent to the FDA: (B)(6)2018. The following additional information was received: the patient underwent right knee revision surgery on (B)(6)/2017 with stryker device and suture. No anomalies occurred in procedure. No germ was observed in culture test. The patient was discharged on (B)(6)2017. The patient was unconscious and returned to the hospital on (B)(6)2018. Intracranial infection was observed. The surgeon opined it might be related to products and previous revision surgery. On (B)(6)2018, the patient was visited for coma. The surgeon opined that it might be related to products. The diagnosis result during discharge was: consciousness obstacle and epilepsy; right basal ganglia hemorrhage, the formation of the right cavernous segment of internal carotid artery calcification; left calf intermuscular venous thrombosis; urinary tract infection; fatty liver; left nodular goiter; inflammatory nodules of the right lower lobe. There is no clear evidence that it is related to the operation of this study. Additional information was requested and the following was obtained: it was reported ¿surgeon¿s opinion is that it might be related to products and previous revision surgery¿. Which product does the surgeon believe might be related in the revision surgery? Unknown.

Manufacturer narrative:
(B)(4). The following additional information has been received: additional information provided indicates that the event reported for pain and infection is possibly related to the device and possibly related to the procedure. Additional events were reported for hypokalemia with onset date of (B)(6) 2017 which is possibly related to the device and hypoalbuminemia and drug fever which is possibly related to the device. In addition, event was reported for coma which was possibly related to the study device and procedure. In addition, event was reported for transient hypertension which is possibly related to the procedure. The patient was also reported to have developed contagious eczema rash. The patient events have resolved as of (B)(6) 2018 and the patient has recovered.